Manufacturer narrative:
The reported events were inadequate capture and extra cardiac stimulation. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies. Electrical tests did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure the lead was placed and found to have high capture thresholds in all four vectors. The lead also caused diaphragmic stimulation. The procedure was successfully completed with a replacement lead. The patient was stable.